Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2019, mentor became aware that the date of implant was in 2010 and date of explant surgery is (B)(6) 2019. Hence, fields d6 and d7 have been updated on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, mentor became aware of the following information, and has been updated on this form: - date of implant: (B)(6) 2010 - right side: catalog number: 3542650; serial number: (B)(6). - left side: catalog number: 3542650; serial number: (B)(6). - replacement information: new serial number: right side: (B)(6); left side: (B)(6). This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/7/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant on both sides and presented with bilateral breast implant deflation. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.